Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Surgeon removed tritanium cup and poly liner. Patient was revised for pain/acetabular loosening. Replaced with zimmer cup. Removed v40 biolox head and replaced with new taper sleeve and c-taper biolox head. Patient had a well fixed accolade tmzf stem.